Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 9f amplatzer treviso delivery system was chosen for a procedure. During device preparation and flushing performed in accordance with the IFU, it was noted that the delivery sheath and touhy were leaking, with a constant saline leak observed during flushing. Air was also noted within the system during the de-airing process, which made preparation challenging. The device was inspected prior to use, no crack, damage, or abnormalities were noted, and there was no damage observed to the product packaging prior to opening. The device did not initially come in direct contact with the patient; however, a flush bag of saline was attached to the sheath to provide forward pressure and prevent further air ingress, after which blood leakage was observed when the system was connected to the patient. The leakage was described as a continuous drip, not exceeding 200 ml, and no clinically significant blood loss occurred. No damaged components or cracks were identified in the delivery system. The device was subsequently resized and exchanged, and the procedure was completed using a new talisman device, with the talisman delivery wire and touhy used in place of the set supplied with the atv system.